Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture, baker grade IV.

Event description:
Regulatory agency, on behalf of healthcare professional. A right side device rupture. And capsular contracture, baker grade lv. Diagnosed via ultrasound and MRI. The rupture was diagnosed, status-post nipple sparing double mastectomy, due to breast cancer with a recurrence of the cancer in the right breast. The patient underwent chemotherapy and radiation therapy. The device has been explanted and replaced with another manufacturer's device.